Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
It was reported to olympus that an electrosurgical generator esg-400 had an error code 433 restart. The reported issue was found during maintenance. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. During the inspection, it was found that the ground connector was detached from the top cover. The volume knob was missing. The reported error was traced back to a defective hvps board. Based on the damage pattern, it is likely that the error e433 may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are to suppress these voltage peaks. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.